Event description:
Complainant alleged that while attempting to defibrillate a patient (age unknown) during a code, the device gave a "press analyze" prompt when the shock button was pressed and would not deliver a shock. Complainant indicated that the clinician obtained another device to continue treating the patient and succesfully converted the patient.